Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter. The patient underwent surgery and the cuff was looking tight during the ureteroscopy. The 4.0 cm cuff was replaced with a 4.5 cm cuff. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The event or cuff length too short and urinary retention were most likely determined to be an inadvertent/unintentional interaction of the user with the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter. The patient underwent surgery and the cuff was looking tight during the ureteroscopy. The 4.0 cm cuff was replaced with a 4.5 cm cuff. There were no further patient complications.